Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24 mm promus elite deployed. During dilation of the stent, dissection occurred at the proximal edge of the stent. An additional stent was used to cover the dissection. The procedure was completed and the patient was stable.